Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was found to be distorted. Blood/body fluid present on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism; apparent explant damage. The lead was received with the distal conductor distorted within the connector.

Event description:
It was reported that the lead had a high threshold. It was thought to be an apparent conductor fracture. A lead reposition was performed and the helix would not deploy during repositioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.